Event description:
The patient called lifescan and alledged that their meter was prompting an error 2 message. The patient reported that they were feeling hot and dizzy. They tested their blood glucose and the result was 528 mg/dl. They exercised to bring their blood glucose down. They retested and obtained a result of 525 mg/dl. The patient went to the hospital and their blood glucose result was 210 mg/dl. The time difference between the patient's meter result and the hospital result is unknown. No treatment was provided. It is not clear when the patient obtained the error 2 messages. The error 2 message was not resolved. Based on the information provided,there is evidence of a meter malfunction, however, there is no evidence of the meter contributing to a serious injury. A replacement meter has been sent.